Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg evaluated the subject device. The clogged instrument channel was not confirmed, but a part for guiding of angulation wire (cable support) came unstuck from the bending section tube. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the past similar case, it is surmised that the cable support was unstuck because the bending section was forcibly angulated in opposite direction while the angulation was locked in certain direction. The exact cause of the clogging of the instrument channel could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the user facility noticed that the instrument channel of the subject device was clogged when the subject device was inserted into the calix. The user facility interrupted the procedure and the procedure was completed using another device. There was no report of patient injury associated with the event.